Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Case study: a multicenter, multinational, extension study to evaluate the long-term efficacy and safety of bmn 190 in patients with cln2 disease. Patient: (B)(6) y/o female. Past medical history included: cerebrospinal fluid reservoir placement, speech disorder developmental and lymphadenopathy. The subject's concurrent conditions included: ataxia, epilepsy, language disorder, dysphagia, drop attacks lipofibroma, psychomotor skills impaired, constipation, sleep disorder, pyrexia, and oropharyngeal pain. No allergies were reported. Concomitant medication included: tropicamide, clobazam, cannabidiol, clobazam, valproic acid, macrogol, melatonin and an unspecified depilatory cream. Cetirizine and ibuprofen were used as premedication for the subject's bmn 190 infusions. Event: on an unreported date, the subject underwent implantation of a rickham reservoir (model, lot and serial number not provided). On (B)(6) 2020, the patient developed a fever. On (B)(6) 2020, the patient developed a sore throat. On (B)(6) 2020, a smear test returned positive for streptococci. On (B)(6) 2020, the patient was started on cefuroxime sodium. The subject showed no improvement with her symptoms. On (B)(6) 2020, a csf sample was taken from the subject's rickham reservoir. At 15:00, results had shown a csf cell count of 2600/3 cells and microbiology results were positive for staphylococcus capitis (device related infection). The intensity of the event was reported as grade 3. The subject was subsequently hospitalized due to the event. Treatment for the event included vancomycin and cefotaxime sodium. On (B)(6) 2020, the subject's rickham reservoir was removed. No action was taken with bmn 190 due to the event.